Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).the device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Broken top case, left and right plunger cases were damaged. Syringe plunger sensor was in the history log. Check syringe plunger sensor was found during power up process. The root cause of the reported issue was found to be a broken plunger assembly which was causing all the components inside misaligned. The reported issue was caused by the user. Replaced both plunger cases and reassembled all the parts inside. Performed power up process and all functional tests which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the system plunger error occurred and syringe arm head levers were broken. No patient injury was reported.